Event description:
It was reported that during a percutaneous peripheral intervention, premature stent deployment occurred. The target lesion was located in the superficial femoral artery. After an unspecified guidewire was used to cross the lesion, the 7mm x 60mm x 120mm epic vascular stent was advanced over the guidewire however, the device would not go through the 6fr non-bsc sheath. The physician took the device out of the sheath and noticed that the stent began to prematurely deploy. It was noted that the distal part of the stent "probably a millimeter or 2" had "flowered out." The device was then replaced with a 7mmx x60mm non-bsc stent and the procedure was completed. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).